Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed cuts in the insulation 25cm distal of the is-1 connector pin, as well as a deformation of the helix, which are probably a result of the operation process. The analysis showed no other deviations that could be related to the observed exit block. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 1 month, loss of capture was reported.